Event description:
Second degree burns on my back [burns second degree], first degree burns [burns first degree], you recently changed the design by concentrating more heat 'lozenges' in a small area [device issue]. Case narrative:this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date to an unspecified date at unknown frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient stated "I've used your products with great success and no ill effects for many years and recommended them to many people, especially to those suffering from lumbar pain. You recently changed the design by concentrating more heat 'lozenges' in a small area. I recently used these new products and suffered first and second degree burns on my back. Now I can no longer use your product, nor recommend it. In fact I have to tell my friends not to use them. I want to know therefore, whether you are going to go back to the old and proven design or whether you will stay with this new defective and legally liable design" on an unspecified date. The action taken in response to the events was permanently withdrawn. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "first and second degree burns" "device issue" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "first and second degree burns" "device issue" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Second degree burns on my back [burns second degree], first degree burns [burns first degree], you recently changed the design by concentrating more heat 'lozenges' in a small area [device issue]. Case narrative: this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date to an unspecified date at unknown frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient stated he had used our products with great success and no ill effects for many years and recommended them to many people, especially to those suffering from lumbar pain. The patient stated that we recently changed the design by concentrating more heat 'lozenges' in a small area. He recently used these new products and suffered first and second degree burns on his back on an unspecified date. Now he can no longer use our product. The patient stated, "I want to know therefore, whether you are going to go back to the old and proven design or whether you will stay with this new defective and legally liable design". The patient reported he did not consult a doctor regarding the first and second degree burns. He took care of it himself with several applications of antihistamine cream and possibly also with internal benadryl. He stated, "my intentions were not to receive a coupon or threaten you with legal action either in the present or the future. My only concern is that you have made a wonderful product less useful, convenient and possibly dangerous to others so that I can no longer recommend it with confidence to my friends." He also stated, "I wrote to you to inform you that you had a product that was extremely instrumental for relieving the chronic back and hip pain that most of us have to tolerate after the age of 40, and that your new design for this product is rendered useless and more prone to physical injury. I do hope your investigation will cause you to revert to the older design. If not, we will have lost a valuable aid to lumbar and sciatic therapy and we will have to resort to infrared or led belts to see if they can do the same job." The action taken in response to the events was permanently withdrawn on an unspecified date. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (28aug2018): new information received from a contactable consumer included: treatment information. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of "first and second degree burns" "device issue" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "first and second degree burns" "device issue" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). Since there was no batch number or return sample available for evaluation, there was limited device specific information provided to evaluate. A batch reference number and/or return sample is needed to complete a manufacturing and technical evaluation for the wrap involved in this case. There is not a product quality related trend identified for the subclass of adverse event safety request for investigation with the product type of lower back and hip (lbh) products. The manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] second degree burns on my back [burns second degree] , first degree burns [burns first degree] , you recently changed the design by concentrating more heat 'lozenges' in a small area [device issue] , . Case narrative:this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) (device lot number not available) from an unspecified date at an unknown frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated he had used our products with great success and no ill effects for many years and recommended them to many people, especially to those suffering from lumbar pain. The patient stated that we recently changed the design by concentrating more heat 'lozenges' in a small area. He recently used these new products and suffered first and second degree burns on his back on an unspecified date. Now he can no longer use our product. The patient stated, "I want to know therefore, whether you are going to go back to the old and proven design or whether you will stay with this new defective and legally liable design". The patient reported he did not consult a doctor regarding the first and second degree burns. He took care of it himself with several applications of antihistamine cream and possibly also with internal benadryl. He stated, "my intentions were not to receive a coupon or threaten you with legal action either in the present or the future. My only concern is that you have made a wonderful product less useful, convenient and possibly dangerous to others so that I can no longer recommend it with confidence to my friends." He also stated, "I wrote to you to inform you that you had a product that was extremely instrumental for relieving the chronic back and hip pain that most of us have to tolerate after the age of 40, and that your new design for this product is rendered useless and more prone to physical injury. I do hope your investigation will cause you to revert to the older design. If not, we will have lost a valuable aid to lumbar and sciatic therapy and we will have to resort to infrared or led belts to see if they can do the same job." The action taken in response to the events was permanently withdrawn on an unspecified date. The outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed as a quality defect). Since there was no batch number or return sample available for evaluation, there was limited device specific information provided to evaluate. A batch reference number and/or return sample is needed to complete a manufacturing and technical evaluation for the wrap involved in this case. There is not a product quality related trend identified for the subclass of adverse event safety request for investigation with the product type of lower back and hip (lbh) products. The manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection to ensure the quality of the product being packaged. Additional information has been requested and will be provided as it becomes available. Follow-up (28aug2018): new information received from a contactable consumer included: treatment information. Follow-up (12apr2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of "first and second degree burns" "device issue" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "first and second degree burns" "device issue" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.